Event description:
It was reported via FDA medwatch / FDA user facility report mw report mw5168243 received on 19jun2025, the following information: the patient's peg (percutaneous endoscopic gastrostomy) was removed and replaced with a mickey button per protocol without complication (more force than usual was needed, however). Patient tolerated this well. The patient's caregiver called later, stating the patient was having pain and looked pale. Per review of the notes, the patient was evaluated at his local ER and then admitted to his local hospital for continued care and treatment. A CT scan revealed findings consistent with tube feedings within the abdominal cavity. The patient developed sepsis and peritonitis and passed away.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 18-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.